Manufacturer narrative:
(B)(4). The investigation revealed that after troubleshooting the device, it appears the (B)(4) converter 8e velara was bad. By replacing this part, the problem was solved.

Event description:
The customer reported that fluoroscopy failed when the customer was in the middle of the transluminal coronary angioplasty (tca) examination.